Event description:
Customer reported device = 529 mg/dl. Spouse called the nurse and advised to take customer to the hosp. Spouse gave customer 30 units of insulin and took them to the hosp ER. ER device = 129 mg/dl. No treatment was received. Controls were in range. A request was made for return product and replacement product was sent.